Manufacturer narrative:
Upon receipt of device, investigation was unable to get readings from the sensor. Inspection confirmed the fibre optic cable was damaged.

Event description:
User reported that despite calibration, the sensor values were slightly mismeasured. There was no patient harm; however, spectrum medical considers this event to be reportable.